Event description:
Revision planned for patient with a unicondylar knee implant.

Manufacturer narrative:
Revision planned for patient with unicondylar knee implant. Review of the device history record indicates that the device was manufactured to specification.